Event description:
Based on information received on 23-jan-2018, the report previously considered as non-valid became valid as the case was updated to single patient case from unknown number of patients. Also, the case initially processed as non-serious has been updated to serious because of addition of seriousness criteria: hospitalization to the events of device malfunction and intense knee pain/pain this case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 07-dec-2017 from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and on the same day had intense knee pain/pain; after one day had wbc increased, glucose increased, neutrophils increased, monocytes increased, immature granulocytes increased, mean corpuscular hemoglobin concentration, c-reactive protein increased; after 2 days had carbon dioxide low, fluid was bloody and cloudy; after unknown latency had knee moderate joint effusion/suprapatellar joint effusion. Also, device malfunction was identified for the reported lot number. No past drugs was provided. Concomitant medication included ciprofloxacin (cipro). Patient had medical history of headache, bruise easily, wear glasses and had partial hysterectomy on 2016. Patient had no known drug allergies. Patient had MRI (magnetic resonance imaging) on (B)(6) 2017- had left knee osteoarthritis. Patient had acl (anterior cruciate ligament) mucoid degeneration and meniscus myoid degeneration on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dosage form once (batch number: 7rsl021 and expiration date: may-2020) for knee osteoarthritis. It was reported that patient received injection in office and patient tolerated injection well. On the same day, patient had intense knee pain/ pain began in evening. Patient went to emergency room (ER) and was discharged in morning. Patient returned to ER same day and was admitted on (B)(6) 2017. On an unknown date in (B)(6) 2017, after unknown latency patient had knee moderate joint effusion/suprapatellar joint effusion. On (B)(6) 2017, patient had CT (computed tomography) scan that showed left knee moderate joint effusion. Left knee x-ray showed suprapatellar joint effusion and degenerative changes. Patient had lower extremity (le) venous duplex unilateral showed on dvt (deep vein thrombosis). Patient had lower extremity (le) arterial duplex unilateral showed no arterial occlusive disease. On the same day, one day after receiving synvisc one injection, patient had wbc (white blood cell) increased, glucose increased, neutrophils increased, monocytes increased, immature granulocytes increased, mean corpuscular hemoglobin concentration (mean cell hemoglobin increased), c-reactive protein increased to 7.3. On (B)(6) 2017, two days after receiving synvisc one injection, carbon dioxide low, cell count fluid was bloody and cloudy. Patient was discharged on (B)(6) 2017. Corrective treatment: tramadol hydrochloride (tramadol), diclofenac sodium (pennsaid) topical for intense knee pain/pain; joint aspiration for knee moderate joint effusion/suprapatellar joint effusion; not reported for rest events outcome: not recovered for immature granulocytes increased, monocytes increased, neutrophils increased, glucose increased, wbc increased, intense knee pain/pain; unknown for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: hospitalization for device malfunction and intense knee pain/pain additional information was received on 23-jan-2018. This report previously considered as non-valid became valid as the case was updated to single patient case from unknown number of patients. Also, the case initially processed as non-serious has been updated to serious because of addition of seriousness criteria: hospitalization to the events of device malfunction and intense knee pain/pain. Events of wbc increased, glucose increased, neutrophils increased, monocytes increased, immature granulocytes increased, mean corpuscular hemoglobin concentration, carbon dioxide low, c-reactive protein increased, fluid was bloody and cloudy and knee moderate joint effusion/suprapatellar joint effusion were added along with its details. Patient details updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 23-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, effusion and a series of adverse events. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.